Event description:
Immediately following cataract removal and implantation of iol's, vision greatly improved in both eyes. Left more light sensitive and in certain lights appearance of multi-faceted flashing light seen by others and pt in a mirror. Very disturbing to pt when seen. Lately, vision is returning to pre-cataract removal, seeing through clouds, blurry, printing almost double, extreme light sensitivity in left lens, reflections, simple halos in rt eye. Huge starbursts in left. Returning to limitations previously experienced with cataracts.